Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose level was over 600 mg/dl at time of incident and current blood glucose was 250 mg/dl. Customer¿s other blood glucose level 219 mg/dl, 248 mg/dl. Customer treated with insulin pump and manual injection. Customer experienced symptoms such as nausea and thirsty. The product will not be returned for analysis.